Manufacturer narrative:
(B)(4).

Event description:
It was reported that end-of-life (eol) / end-of-service (eos) indicator message was seen after a physician mode recharge (pmr) was performed due to an over-discharge on the patient's device. The clinical programmer software card was analyzed and showed that the patient's neurostimulator had 3 over-discharges. The device clock was reset to (B)(6) 2000 which was determined to have occurred when the device was recovered from the over-discharge. The patient had delayed recharging long enough between the oldest and second oldest recharge sessions which allowed the device to deplete back down to an over-discharge condition again. Since the 2 over-discharge incidents were back to back, it appeared that the patient did not attempt to use the stimulation therapy. It was noted that the patient had 5 recharge sessions following the most recent over-discharge. It was unclear if there was a third, genuine over-discharge condition event on the patient's device. The patient was scheduled for explantation of the device. Additional information was requested.